Event description:
Procedure: lap appendectomy. According to the reporter: the clips were half closed and rotated when trying to place them on the artery and subsequently pierced the artery, causing bleeding. Operating time was extended by thirty minutes. Two more devices were used with the same result. The incision was extended by more than one inch and a 10mm port was put in and a 10mm endo clip device was used to complete the procedure. Three clips fell into the patient and all three were removed with dolphin.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, additional information received: the artery that was pierced was intended to be cut as part of the procedure. There was irreversible tissue damage. Patient discharged to home.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 04/27/2015.